Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/15. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: a review of the pump black box revealed no evidence of a battery life issues. The battery voltages in the black box are within normal specifications. The pumps current draws all measured within specification. A battery life issue was not duplicated during testing. The pump cover was removed and there was no an intermittent condition or moisture damage observed. (B)(4)